Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that due to not having any additional pump supplies, the customer's blood glucose (bg) was elevated (bg level not known). The contact thought that an insulin injection was administered to address bg. The customer was hospitalized for elevated bg and diabetic ketoacidosis (dka). The customer was treated with intravenous insulin. The contact did not provide the customer's discharge date. Although multiple attempts were made to contact the customer for additional information and discharge date, the customer did not reply.